Event description:
Customer received a blood glucose reading of 207 mg/dl. Emt's were called and they received a result of 117 mg/dl on their device. The customer was taken to the hospital for observation. No treatment was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.